Event description:
It was reported that during advancement of the device to the target lesion right common femoral artery, it was identified that approximately 4mm of the stent came out from the deployment sheath prematurely. The physician stopped advancing the device and it was removed from the patient without and any difficulties. The procedure was completed with another stent. No patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device has been returned for evaluation and the investigation is currently underway.